Event description:
It was reported that there was a recurrent chronic hemarthrosis.

Event description:
It was reported that there was a recurrent chronic hemarthrosis.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding a patient reaction involving a triathlon insert was reported. There is no evidence that suggests that the reported triathlon insert contributed to the event of hemarthrosis. It appears the triathlon insert was revised as a result of the procedure to treat the reported hemarthrosis. Based on the provided information, the product reported in this investigation did not contribute to the event.